Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold a charge was confirmed. The site rite prevue was visually inspected upon receipt and was found to be damaged and does not function properly. The prevue does not hold a charge and shuts off abruptly with visible battery life left. The root cause is due to the lithium ion battery. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the battery will not hold a charge. On 06/11/2020 - during evaluation, it was found the prevue shuts down abruptly with remaining battery power indicated.